Event description:
After an unsuccessful tavr procedure, the patient was converted to open avr. At the end of surgery, the transfemoral sheath was removed and a large intimal defect was noted. This required surgical repair. During investigation and review of medical records, it was noted that there was a significant amount of tightness during removal of the femoral sheath post procedure. A large intimal defect was identified. The sheath was removed, and sutures were used to tack the intimal defect up on the anterior wall both proximal and distally. Then a bovine pericardial patch, approximately 2 cm in length, was used to secure the femoral artery. There was a palpable pulse distally as well as a palpable pedal pulse. Two days post procedure, the patient was brought back in as her right foot was cold, blue, cyanotic with no audible doppler signal. The femoral pulse was not palpable. The previous longitudinal incision was re-entered and further exposure of the common femoral artery, profunda femoral, and sfa was obtained. Heparin was administered and a direct thrombo-endarterectomy was performed followed by passage of a fogarty embolectomy catheter to retrieve clot. Subsequent angiography revealed an area of dissection in the external iliac above the patch, which was producing a near complete occlusion. Primary stenting of the external iliac at the area of dissection and stenosis was performed with a 7 mm x 59 mm icast cover stent. An excellent result was noted with a bounding femoral pulse. The arteriotomy was carefully closed and flow was re-established. An audible doppler signal was noted in the foot, and there was a palpable dorsalis pedis pulse. The patient tolerated the procedure well. This was the site¿s first case. They did not have any trouble with insertion or placement of sheath and delivery system. The patient¿s minimum luminal diameter (mld) was 8.3 mm, with mild calcification and mild tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in vascular complications technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the patient¿s minimum luminal diameter (mld) was 8.3, with mild calcification and mild tortuosity. The cause of the vascular complication is unknown; however, the sheath was left in place for an extended period due to conversion of the procedure to avr. A significant amount of tightness was encountered during removal of the femoral sheath, which could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.